Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following probable causes for the related events are as follows: as to the event ¿no image,¿ it is likely that it occurred due to faulty patient board and faulty flexible cable between the ap board and dp board. A root cause could not be specified. As to the event ¿error b30,¿ it is likely that it occurred due to a faulty cr board. A root cause cannot be specified. As to the event ¿error b40,¿ it is likely that the it occurred due to a faulty cm board. A root cause cannot be specified. As to the event ¿image was distorted,¿ it is likely that it occurred due to a faulty dp board and faulty flexible cable between the cr board and dp board. A root cause cannot be specified. As to the event ¿brightness adjustment was not working,¿ it is likely that the event occurred due to a faulty cp board. A root cause cannot be specified. As to the event ¿internal screws and nuts were loose, missing, and corroded,¿ the cause could not be determined from the investigation results. A root cause cannot be specified. As to the phenomenon ¿color bar was displayed,¿ it is likely that the it occurred due to a faulty flexible cable. A root cause cannot be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was confirmed. The image failure was due to a patient board malfunction and a faulty ap-dp flex cable. The evaluation found several error codes: b30 when scope connected due to a circuit board malfunction. Error code b40 displayed due to cm board malfunction, error 309 displayed intermittently due to faulty low-voltage differential signaling (lvds) unit. The image displayed was distorted due to defective printed circuit board and cr-dp flex cable, the brightness adjustment was not functioning due to the printed circuit board malfunction, internal screws and nuts were loose, missing and corroded, video connector socket was loose and core bracket and covers were missing, rear panel and moni board were corroded. Additional non-reportable findings of a broken video connector socket. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported on behalf of the customer that the evis exera iii video system center had no image displayed. The issue was found during preparation for use during an unknown procedure. There were no reports of patient harm.